Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please confirm where did the surgeon read this issue? He found this in a surgery report when the event occurred? Intra-op or post-op unknown. What is the event day and procedure date? Unknown. Please provide lot number and product code? Unknown. Did the surgeon found out that it was about johnson & johnson products? Please confirm. Surgery report did not include information on manufacturer of the suture.

Event description:
It was reported that a patient underwent a colon anastomosis procedure on an unknown date and suture was used. During the procedure, the anastomosis needed to be overstitched because of suture breakage. It was also reported that the suture was brittle and fragile. No adverse patient consequences were reported. Additional information was requested.